Event description:
Technician alleged that the bed nurse call wire was not working. No injury reported.

Manufacturer narrative:
The technician replaced all nurse call cables and the siderail overlay to resolve the issue.